Event description:
The customer reported, the tabletop failed to move laterally. No reports of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table extension was not seated properly and therefore, adjusted. The system was then found to be working as intended.